Event description:
On (B)(6) 2014, the reporter contacted animas alleging an intermittent power issue. The reporter stated that the intermittent power issue had occurred while changing the battery. Reportedly, the patient had tried multiple batteries, both alkaline and lithium, with no success. The reporter denied damage to the pump or battery cap. There was no reported adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.